Manufacturer narrative:
The following devices were also listed in this report: simplex p - us full dose 10-pk; cat# 61911010; lot# rfw080, unitrax modular endo head 46mm; cat# 6942-5-046; lot# pt24dp, med howmedica bone plug 1pk; cat# 6215-5-011; lot# cpprh02bc, osteonics univ. Distal spacer; cat# 1067-0013; lot# x2107y, unitrax c-taper sleeve +0mm; cat# 6942-7-065; lot# 51383802. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient reported that she had fallen and broke her femur and had an emergency hip replacement done on (B)(6) 2015. On or about (B)(6) 2017 she started experiencing pain and discomfort.

Manufacturer narrative:
An event regarding pain and discomfort involving an omnifit stem was reported. The event was not confirmed. Device evaluation and results: visual, dimensional and functional inspection were not performed as the item was not returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "no follow-up subsequent to december 30, 2015 or x-rays are available for review and no confirmation or description of complaints noted in the event description are available. Discomfort with hemiarthroplasties is a common finding leading many surgeons to prefer primary total hip arthroplasty for management of displaced femoral neck fractures. There is no documentation suggesting component design, manufacturing or materials were involved in this clinical situation." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined since the devices were not returned for evaluation. The medical review by the consulting clinician indicated that discomfort with hemiarthroplasties is a common finding leading many surgeons to prefer primary total hip arthroplasty for management of displaced femoral neck fractures. There is no documentation suggesting component design, manufacturing or materials were involved in this clinical situation. Stryker orthopaedics¿ regulatory compliance notes this patient¿s implants are not subject to a recall. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient reported that she had fallen and broke her femur and had an emergency hip replacement done on (B)(6) 2015. On or about (B)(6) 2017 she started experiencing pain and discomfort.